Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy for the detection of supra ventricular tachycardia (svt) that appeared to be true ventricular tachycardia (vt). It was noted that the patient was active at the time and the device feature that compares the patient¿s current qrs waveform to a collected and stored template of the patient¿s qrs waveform during sinus rhythm had high match scores in the nineties. Upon review of another episode recorded on the remote transmission the same day, the right ventricular (rv) lead showed t-wave oversensing (twos) post ventricular sense. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the information was received by the clinic and physician and the rhythm was found to have been supra ventricular tachycardia (svt). It was noted that the patient did not have dizziness, and no programming changes were made.